Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The provided x-ray was deemed unsuitable for medical review because it was undated and of poor quality and the device appears consistent with a component that was implanted and subsequently explanted. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a poly swap for an I & d of left tka.

Event description:
It was reported that there was a poly swap for an I & d of left tka.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.